Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the cause of the pvl was that calcification was present in the annulus.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve severe paravalvular leak (pvl) was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve, resolving the pvl. It was reported that the annulus was calcified which caused the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.